Event description:
Ous MDR - after an implantation period of about 89 months, a battery depletion was reported in (B)(6) 2014. During the last follow-up on (B)(6) 2014, the device indicated 9 months remaining longevity. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected most likely due to the explantation procedure. The device interrogation confirmed the clinical observation, the pacemaker switched to the battery status eri on (B)(6) 2014. The pacemaker's memory content was investigated revealing no anomalies, in particular the current consumption was found to be normal and expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 89 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the pacemaker was fully functional. The battery status was anticipated.